Manufacturer narrative:
Concomitant products: product ID 355531, lot # n310726, implanted: (B)(6) 2012, product type screening device; product ID 8591-38, lot # d10031, implanted: (B)(6) 2012, product type accessory; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that yesterday the patient got into a position and when she lifted her leg up, the stimulation got strong. The stimulation continued to surge when the patient put her leg down. The remote was not working as the patient was not able to bring the stimulation down. The patient was able to turn the implantable neurostimulator (ins) off and it was off when she met the manufacturer representative (rep) the day of this report. The patient programmer (pp) was not showing that adaptive stim was on, so the rep used the clinician programmer to verify that all groups had adaptive stim. The pp was not showing the upright position. The rep reprogrammed the patient to be comfortable, and the upright and mobile were working. The rep did not ¿fix¿ the orientation, but did check it and then exited out. The correct positions were showed and the rep was able to increase and decrease the voltage. Impedances were all around 1,000 ohms. The rep thought maybe the programmer was the issue, but it was working as intended the day of this reported. No falls or trauma reported. The patient noted she was defibrillated a month ago and the device was off. The cause of the event was unknown. No actions were taken. The patient was doing well.